Event description:
The nir [neuro interventional radiology] team was trying to perform a 3dra [3d rotational angiography] spin in [redacted] to follow up on a patient who had a suspected ruptured aneurysm and the system failed.